Event description:
It was reported that a patient underwent an unk procedure on (B) (6) 2010 and a drain was placed. The drain functioned properly upon first activation. When the patient was moved to the intensive care unit on the same day, the surgeon found a crack in the drain when it was milked. The cracked part was reinforced with tape and used as-is. It continued to work normally. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4): conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.